Event description:
Redo aortic valve replacement. 8 months prior: embolic stroke, acute kidney injury, stenosis of aortic valve with regurgitation, diastolic congestive heart failure, atrial fibrillation, history of alcohol abuse, noncompliance with blood thinner medication. Redo aortic valve replacement. Pathology report: valvular tissue with mixed inflammation compatible with endocarditis. Gross exam consistent with prosthetic valve.